Manufacturer narrative:
Ge healthcare field engineer evaluation could not duplicate reported event and suction worked as intended.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/5/16, 8/8/16, 8/9/16 via phone call. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the suction knob is broken and could not provide enough pressure. There was no reported patient injury.